Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) lead pacing impedance measurement greater than 2000 ohms. It was noted there were observations of noise which was being oversensed resulting in pacing inhibition of less than two seconds. Isometrics was performed and the noise could be re-created. Additionally, there were high pacing thresholds. It was suspected that the pacemaker was depleting more quickly than expected due to how the device was programmed at higher outputs. Subsequently, this device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) lead pacing impedance measurement greater than 2000 ohms. It was noted there were observations of noise which was being oversensed resulting in pacing inhibition of less than two seconds. Isometrics was performed and the noise could be re-created. Additionally, there were high pacing thresholds. It was suspected that the pacemaker was depleting more quickly than expected due to how the device was programmed at higher outputs. Subsequently, this device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The product has been received for analysis. This report will be updated upon completion of analysis.